Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped all insulin delivery. The customer felt that blood glucose level was elevated; however, did not check for the exact value. It was indicated that the customer had alternate insulin therapy available.